Event description:
It was reported that during implant the implantable cardioverter defibrillator was in backup operation mode. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation. The root cause was due to a pace-sense watchdog error. No further anomalies were found.